Event description:
The meter would give readings of 34 and then 134 mg/dl. While troubleshooting, it was discovered the meter was missing segements. The contact did not allege any adverse events due to the missing segments. The meter is to be returned for evaluation, and replacement meter will be sent.